Event description:
Patient reported left side capsular contracture, baker grade unknown with stinging/burning and pain. It was reported patient is aware of the recall and noted "serious issues" have occurred from this augmentation. Patient has been diagnosed with non-hodgkin's lymphoma with lymphadenopathy which is deemed not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.